Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead had two out of range impedance measurements >150 ohms. Lead was evaluated and all statistics were in range. Postural testing did not reveal noise or out of range measurements. X-ray did not reveal conclusive evidence that pin had come out. Lead to be evaluated further. Device remains implanted.